Manufacturer narrative:
(B)(4). As the titanium adapter was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a titanium adapter disconnected from a transfer set. After the disconnection the home patient (hp) reconnected the transfer set to the titanium adapter. The hp was being treated for peritonitis at the time of the event, but there was no additional patient injury or medical intervention indicated at the time of the report. No additional information is available.